Event description:
The lay user/patient contacted lifescan (lfs) in 2008 and alleged that the label was missing on her one touch ultra2 meter. The medical affairs specialist (mas) called and spoke with the patient and obtained additional information. The patient informed the mas that she has had the subject meter for over a year and she tests her blood glucose level 4-5 times/day. She mentioned that in 2007 her oldest son accidentally stepped on the meter and the meter was broken in pieces. She attempted to read the label on the back of the meter to call lfs to report the damage, however, the label seemed to have "rubbed off." She obtained lfs's customer service number from her owner's manual. The patient reported that sometime in the month before (prior to the meter being broken), she had an episode of low blood glucose where she passed out. Prior to passing out, the subject meter result was 40 mg/dl. She was taken to the hospital (emt meter and the hospital meter results not provided) and was placed on IV glucose. However, the patient also informed the mas that since she was not able to test due to the meter issue, she was afraid that she may have a low blood glucose episode again. Therefore, the next day, when she started to feel shaky, she immediately ate some glucose tablets and felt better. She did not receive any medical attention at that time. She contacted lfs the day after that. During the time she was not able to test her blood glucose, she had continued to take her oral medications for diabetes (metformin, and glyburide) and did not alter her dosage. This complaint is being reported because the patient alleged that she felt shaky (suggesting low blood glucose) after the reported issue began and treated self with glucose tablets. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.